Manufacturer narrative:
Review of returned pre-implant sizing film report revealed that the proximal neck diameter ranged from 18.6 ¿ 20.4mm along the 34mm length neck. The neck contained little calcification and the infrarenal neck was moderately angulated -60deg l-r; relative to the iliac arteries. The amount of anterior angulation could not be seen in the views provided. The common iliac arteries were calcified bilaterally. The rcia ranged in diameter from 14 ¿ 12mm, and the lcia diameter was 12 ¿ 18 ¿ 10mm. Review of angio images during implant revealed that the bifurcate was brought up the left side and implanted proximally just below the lowest left renal, and the ipsi limb was extended down into the left common iliac. The contra gate opened on the right side. A limb extension was then seen placed into the distal left common iliac. The contra limb was then implanted proximally from the flow divider and distally into the distal rcia. The bifurcate aortic body was angulated 45 deg l-r at the flow divider; relative to the iliac limbs. Contrast injection from just above the renals showed contrast outside the stent graft, along a widespread area primarily on the patient's left side near the level of the bifurcate flow divider. The endoleak had the appearance of a type IV blush. With the injector pulled down into the aortic body; contrast was again seen on the left side of the bifurcate just below the level of the flow divider. With a balloon inflated in the ipsi limb from the flow divider to the gate, contrast was seen coming from left side just above the inflated balloon (above the flow divider). After deflating the balloon the endoleak was seen as a more focused contrast 1cm below the flow divider. An endurant limb was then seen implanted within the left/ipsi limb across the suspected leak source, from just above the flow divider extending several cm¿s below the gate. Angio injection showed contrast on the left side below the flow divider (1cm below the proximal end of the newly implanted limb). Ballooning within the contragate and aortic body again showed contrast near the flow divider. An endurant aui was then seen implanted via the left/ipsi limb, from just below the renals and across the flow divider into the left limb. Contrast was seen coming across the bypassed right/contra limb at the flow divider; likely a type IV endoleak. Coils were then seen placed within the contra gate. Final angio no obvious contrast outside the stent graft with likely resolution of the stent graft endoleak, with no contrast coming into the bypassed right/contra limb. Review of CT¿s 2 weeks post-implant showed the implanted endurant stent graft system, with the bifurcate positioned just below the renals. The right/contra limb was occluded via the previously placed aui bypass through the ipsi limb and the coils within the contra gate. The aortic body and left/ipsi limb were patent, and a patent fem-fem bypass was observed. The max diameter aaa measured 6.8cm. A small amount of contrast was seen outside the stent graft in the posterior sac likely coming from a lumbar artery; type ii endoleak. No other stent graft issues were observed. The exact type and cause of the endoleak seen at implant could not be determined. This appears most likely to have been a type IV, but cannot rule out a type iii fabric. A proximal type I endoleak from the long neck would be less likely. The endoleak seen immediately after implanting the aui was also most likely a type IV blush. The type ii endoleak at the 2-week follow-up was anatomy related, and may have also been present during implant.

Manufacturer narrative:
Recall of unused product only.

Event description:
Additional information received. Per the physician, the patient hasn't had any events post initial procedure. The patient it's fine.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 70 mm diameter abdominal aortic aneurysm. The aortic neck was 19 mm in diameter proximally and 20 mm distally with a length of 34 mm. The aortic bifurcation is 28 mm in diameter. It was reported that during the index procedure there was a type iii fabric, endoleak. The procedure was performed in a standard percutaneous endurant bifurcated case using the left femoral artery for the main body and the right femoral artery for the contralateral limb. There was no friction or problem during the case including cannulation of the contralateral limb. After modeling the stent grafts with balloon at the usual areas the physician observed the type iii fabric endoleak at the level of the stent graft bifurcation and performed different angiograms in different projections even using a balloon for clamping at several levels of the stent graft to identify the origin of the endoleak. The physician suspected two different possibilities; a type ia endoleak or a type iii fabric (pin hole) endoleak in the stent graft. After all the angiograms were reviewed the physician did not identify a type 1a endoleak and converted the bifurcated stent graft into an aorto-uni-iliac from the left femoral artery and with a plug in the right iliac artery. In the final angiogram the physician did not observe any endoleak but there was patency of the right limb of the bifurcated stent graft and for this reason recanalized between the iliac artery and the plug and performed coiling of the contralateral limb. In the final angiogram the physician did not observe any endoleak. No additional clinical sequelae were reported and the patient will continue to be monitored.